Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found involved in a needle stick after use. The following has been provided by the initial reporter: material no. 367364, batch no. Unknown. It was reported that needle stick injury occurred. I checked on how the ultratouch was going at the facility. In doing so, she informed me someone had 1 needle stick from ultratouch wingset.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown . A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found involved in a needle stick after use. The following has been provided by the initial reporter: material no. 367364 batch no. Unknown . It was reported that needle stick injury occurred. I checked on how the ultratouch was going at the facility. In doing so, she informed me someone had 1 needle stick from ultratouch wingset.